Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise, the patient was asymptomatic. No intervention had been reported, the patient would be monitored.